Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an adverse event after a procedure during which floseal was used. The patient underwent a laparoscopy for pelvic pain. The surgeon divided adhesions, used floseal on bleeding areas, and irrigated. During a second scheduled resection procedure, granuloma tissue was discovered on the bowel and omentum. The granuloma was thought by the surgeon to be related to the floseal granules. The treatment for the event and the patient¿s outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.